Event description:
Pt received implanted port on 4/24/97. Pt received chemo on 4/25/97 in md office. Adriamycin leaked from port in md office-device had good blood return. Extravasation protocol implemented. Pt returned to day treatment 4/28/97 to have device checked. Port pocket opened end a small pinhole slit was found in catheter at the hub. Port and catheter removed. New catheter an port placed-same vein but new port pocket.